Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to cardiovert a patient (age & gender unknown), the device failed to discharge on the "r" wave. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction. Please reference medwatch report number 1220908-2020-00591 for a similar report from the same customer.

Manufacturer narrative:
This report was inadvertently submitted as a duplicate. The reported event was originally reported under medwatch 1220908-2020-00591. This event was submitted because it could not be not be determined which of the two devices experienced the event. However; during our review of this device log, no evidence was found to indicate clinical use of this device.